Manufacturer narrative:
As reported, the balloon of a 6/7 mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. There was no reported patient injury. The deployer was mynx certified. Suitability of the femoral vessel was verified on angiography, including the insertion angle of 30-45 degrees. The device was used in the femoral artery, which had a diameter of 5 mm or greater. Vessel tortuosity was moderate, and there was severe presence of peripheral vascular disease or calcium near the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no visible damage was observed at the distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was partially exposed, showing partial advancement over the catheter shaft. Furthermore, the advancer tube was manually removed for further inspection, revealing a slight kinked/bent on it. The inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment test could not be performed since the sealant was received exposed and the advancer tube was partially exposed. The reported balloon loss of pressure¿ was not observed during analysis of the returned device as the balloon was able to be inflated and deflated with no issues noted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported failure since the returned device did not match the event description. It was reported that the balloon of the device ruptured during the procedure; however, the device was received with the balloon fully functional as the balloon inflated and deflated as expected. Additionally, it was noted during analysis that the sealant was exposed on the catheter shaft, and the advancer tube was found partially exposed and kinked. However, as the customer did not report an issue with the sealant position or deployment, it is likely that this condition occurred due to handling factors after the procedure. As for the advancer tube kinking this may have occurred during procedural handling and/or anatomical factors such as the severe calcium reported may have been a contributing factor. It is unknown what exact issue the customer may have experienced with this product. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7 mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. There was no reported patient injury. The deployer was mynx certified. Suitability of the femoral vessel was verified on angiography, including the insertion angle of 30-45 degrees. The device was used in the femoral artery, which had a diameter of 5 mm or greater. Vessel tortuosity was moderate, and there was severe presence of peripheral vascular disease or calcium near the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no visible damage was observed at the distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.